Event description:
The customer reported that hemo's froze. Additional information received from remote support engineer (rse), who indicated that, the hemo screen froze, waves stopped moving, and values stopped changing. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that hemo's froze. Additional information received from remote support engineer (rse), who indicated that, the hemo screen froze, waves stopped moving, and values stopped changing. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.